Event description:
IV tubing alarming 'air bubble' rn did not see any air bubbles, however, noted crimp in tubing. Tubing removed from service, unfortunately this was during critical situation, so multiple packages were opened and was not saved. Manufacturer response for infusion pump, infusomat (per site reporter) bbraun evaluating air in line issues.